Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional reported via a manufacturing representative that the patient complained of pain at the implantable nuerostimulator (ins) site. All impedance were within normal range. The health care provider surgically explored the site and was able to identify that the ins was not sutured in place. It was determined that movement of the ins in the pocket was causing the pain. The ins remains implanted and the issue was resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.